Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not eject out. A field service engineer (fse) identified a drawer with storage space error. The bus cable and retractable cable, row board were recovered and reseated, resolving the issue. A functional test was performed, and the customer inventory was confirmed as medical. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, a hardware failure occurred and the drawer failed to eject despite recovery attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.